Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band did not detach from the ligator head. Reportedly, the whole device was removed from the patient and it was noted that the sixth band was broken and was only attached to the suture knot. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. Additionally, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that a crimp was present on the tripwire. The trip wire was partially rolled and was secured in the handle slot assembly when received. The trip wire was bent in several locations at the proximal section and it was secured in the handle slot when received. It was noted that the ligator head had five bands attached, but were moved out of their original positions while the white band was broken and caught under the other band. It was also noticed that some of the ligator teeth were damaged. Additionally, the suture was intact and was attached to the distal trip wire loop. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. As per complaint information, the physician removed the ligator shrink wrap earlier in the setup process, however as per directions for use the user is instructed to carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the ligator shrink wrap was removed earlier in the setup process, as indicated in the step 10 and in figure 7a and 7b.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was attempted to be deployed; however, the band did not detach from the ligator head. Reportedly, the whole device was removed from the patient and it was noted that the sixth band was broken and was only attached to the suture knot. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. Additionally, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.